Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the reported event, the module was analyzed and no anomalies were found.

Event description:
It was reported that the usb module stopped working. When the phone was connected to the module, it did not work, but when the phone was connected directly to the wall jack, it worked. No patient complications were reported as a result of this event.